Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage found inside the device. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Event description:
It was reported that the insulin pump was exposed to fluid and buttons were unresponsive. Customer was in the hospital for surgery and the insulin pump was inside a bag with the reservoir. Customer's blood glucose was 136 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).